Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax dr surgery, the surgeon used the locking screw and plate. When the surgeon inserted the locking screw, the metal shavings was seen. The metal shavings removed, and the surgeon changed the screw to brand new product. The surgeon finished operation.

Manufacturer narrative:
The reported incident that locking screw, t7, 2.7x16mm was alleged of issue s-17 (device damaged) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by inappropriate positioning during screw insertion. The device inspection revealed the following: the returned screw is in bad condition. Firstly, the t7 drive of the screw head is badly damaged, also the lower part of the locking thread is damaged and finally the damages / abrasions on the entire length of the screw thread (metal shaving returned). We do suppose that inappropriate positioning during screw insertion (on a badly chosen angle) has caused these damages / abrasions. These damages clearly indicate that far too high mechanical force had been applied during screw insertion. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During variax dr surgery, the surgeon used the locking screw and plate. When the surgeon inserted the locking screw, the metal shavings was seen. The metal shavings removed, and the surgeon changed the screw to brand new product. The surgeon finished operation.